Event description:
During the quality control check performed after the citadel plus bed frame was returned from rental, an arjo service technician found that the mounting component of the backrest actuator was broken, which caused the actuator to detach from the retainer pin. No injuries were reported.

Manufacturer narrative:
A backrest actuator is responsible for raising or lowering of the backrest section of the bed. The detachment of the actuator results in the section collapse. In the complaint at hand, there was no customer allegation and the circumstances of the bed damage are unknown. However, inspection of the actuator revealed that the plastic mounting component was broken, while the mounting point on the bed frame remained intact (please see photo "mounting point"). This suggests that the actuator may have sustained mechanical damage. The plastic component which holds the actuator may brake if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: ¿keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points." Alternatively, the damage may have occurred during transport, as the customer did not report any malfunction, and the issue was observed when the bed returned to the service center. However, the arjo employees that are responsible for transporting the equipment are trained how to secure the products to protect them from damage. The IFU includes the following guidance regarding preventive maintenance procedures for checking backrest functionality, which should be performed weekly by a caregiver: ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.).¿ if a malfunction is identified, arjo or an approved service agent should be contacted. To sum up, in the complaint at hand the likely cause of the backrest actuator detachment from the frame is related to the mechanical damage, however, based on the collected information, it was not possible to determine when the issue occurred. The backrest actuator detached from the frame, therefore the arjo device did not meet the specification. There was no indication of the patient involvement. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The backrest actuator detached from the frame. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.